Manufacturer narrative:
(B)(4). Physio-control advised the reporter, a service agent, that the customer's device is not field serviceable and no longer under warranty.  Physio recommended that the device be permanently removed from service and that a replacement unit be obtained.  The device has not been returned to physio-control for evaluation.   The cause of the reported issue could not be determined.

Event description:
A service agent contacted physio-control to report that their customer's device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue.    Physio-control was provided with the device's electronic memory for review where it was observed that the internal hybrid layer capacitor (hlc) batteries had depleted to zero (0) which could inhibit the device's ability to provide defibrillation therapy, if necessary.